Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was unable to perform the displacement and occlusion tests because of the missing retainer. The device was received with cracked keypad overlay at select button, missing reservoir tube o-ring, scratched case, severly scratched display window and keypad overlay texture damage.

Event description:
It was reported via phone call that customer's insulin pump was damaged. Customer states that crack was on the reservoir connection. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.